Manufacturer narrative:
D10: humeral stem or stemless (cat# 300-30-06). Reverse humeral tray (cat# 320-10-00). Reverse glenosphere (ca# 320-01-42). Reverse glenosphere baseplate (cat# 320-15-01). Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation and instability cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy [obese], or other condition that impacts the performance of the device. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. As reported by a clinical study, approximately two years post an initial right side reverse total shoulder arthroplasty the patient experienced instability for one year prior to a dislocation. The patient required physical therapy. No further patient impact was reported. No surgical interventions were reported. No additional information is available.